Manufacturer narrative:
Corrected information was provided in d4. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the lens was being implanted halfway into the eye, and the trailing haptic was captured between the plunger and the cartridge. There was no patient contact. The physician did not want to take the risk and decided not to proceed with the implantation. A backup lens of the same model was used, and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).